Event description:
While vaccinating patients at a drive-thru clinic with varying weather conditions, the shield safety mechanism of multiple needles malfunctioned leaving room for error and injury of staff. The shield would not clasp or the needle would bend out of place. FDA safety report ID # (B)(4). .